Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two reciproc blue files broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was removed from the patient's tooth. Involved reciproc blue r25 8/100 25mm that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1614735, 1617369, 1617555, 1617553, 1617565). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Sampling is representative, we can consider that the production batch #310904 is conform. No fault found. Production meets specifications.